Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) prospective registry, (B)(4). Treatment of a large unruptured fusiform aneurysm with a saccular component measuring 13mm located the left ica (internal carotid artery). The patient presented with neurological symptom of headache. The patient was previously on anti-coagulants and anti-platelets prior to the procedure and was given heparin intra-operatively. On (B)(6) 2012, the patient underwent embolization treatment involving a pipeline (5mm x 35mm) along with a concomitant coiling procedure. Post procedural angiogram noted a residual aneurysm. On (B)(6) 2013, the patient experienced an adverse event of left eye disorders. No treatment was required; however, the event is ongoing and the relationship is unknown.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).